Manufacturer narrative:
The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6045381 available for review. Investigation methods/results: customer did not return the complaint part for investigation. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. Additionally, the clinician noted the patient had redness on the gingival tissue and the implant site was infected. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. In addition, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2020-00734

Manufacturer narrative:
This is the 1st of 2 failed implants reported on the same patient. The following manufacturer reports for the remaining implants: 3011649314-2020-00734.

Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted. The patient's identifier was asked but not provided.

Event description:
It was reported that the inclusive tapered implant failed. The patient has bone type iii. The patient presented on (B)(6) 2020 for primary procedure. On (B)(6) 2020 the patient presented before second stage procedure with gingivitis. Upon examination, the provider notes redness on gingival tissue and infection. The provider determined the device had loss osseointegration and was then removed. The provider states the patient's current status as "good".